Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon mentioned the movement of the prograsp forceps instrument felt unintuitive. Upon inspection, it was noticed that one of the small cables were damaged and the instrument had to be replaced with a new one. The planned surgical procedure was completed. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. Due to the broken pitch cable, this will cause improper movement of the instrument. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damaged/broken cable if to recur could cause or contribute to an adverse event.